Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states following placement of a dobhoff tube and x-ray confirmation, the placement revealed a left pneumothorax. The patient had a chest tube placed which was removed within two days.

Manufacturer narrative:
Investigation: 10/14/2015. The customer state that the following placement of a dobhoff tube and x-ray confirmation, the placement revealed a left pneumothorax. The patient had a chest tube placed which was removed within two days. The unit was manufactured on 05/06/2015 in or assembly line hydra. The device history record (DHR) file was reviewed indicating that the product was released and meet all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples available for this complaint. The complaint shall be reopened if a sample is received and the investigation updated. Root cause analysis as stated in the health hazard evaluation (hhe), advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instruction for use (IFU) for the device the warning is clearly provided that an adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device ran according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported defective condition. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.